Event description:
It was reported that the ilet user experienced hyperglycemia when the pump clip did not hold the pump, causing the pump to fall and the infusion set connector to detach. The user was using a cd infusion set, last meal announcement was dinner the prior day, fingerstick was 240 mg/dl with a highest reported value of 302 mg/dl, and the agent instructed a full supply change due to low insulin on hand. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy until supplies were changed, after which glucose stabilized to 114 mg/dl on cgm. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem involving an incorrectly attached infusion set connector, and involvement of the belt clip component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.